Event description:
This event was reported as an explant after the patient was removed from the heart lung machine, bypass. Echo showed severe mitral regurgitation, a central jet. During the implant, the surgeon noted that the leaflets were not touching one another, incomplete coaptation. The surgeon decided to go ahead with the procedure as the valve was already in the annulus. No further information was provided.